Event description:
It was reported that the patient indicated that pressing the button turns the remote monitor on, but the remote monitor turns off after the power button is released. The remote monitor had previously sent successful transmissions. The monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion in the battery compartment and signs of water damage and battery corrosion.

Event description:
It was reported that the patient indicated that pressing the start button turned the remote monitor on, but the remote monitor turned off as soon as the power button was released. The remote monitor had previously sent successful transmissions. The monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.